Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display functionality concern on coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. The patient stated that the display looks discolored (rainbow colors) and segments appear to be faded. The patients therapeutic range was not provided. There was no allegation that an adverse event occurred.